Event description:
It was reported that the patient presented for in clinic follow-up. The implantable cardioverter defibrillator (ICD) was found in backup mode with high voltage (hv) therapies disabled. The ICD and right ventricular (rv) lead had delivered inappropriate shocks. The patient experienced psychological discomfort and would not get out of bed to avoid being shocked. Fluoroscopy was performed and rv lead fracture was noted. Programming changes were attempted to restore the device, however, were unsuccessful due to telemetry loss. The physician explanted and replaced the ICD. Additionally, the rv lead was replaced. The patient condition was stable.

Manufacturer narrative:
Further information was requested but not received.

Event description:
New information received indicates that the rv lead was explanted.